Event description:
During the freeze pretesting of the probe prior to contact with the patient, the probe froze up the entire shaft. Probe removed and replaced.

Manufacturer narrative:
Device not returned to date. No patient injury was reported.